Event description:
It was reported that the intraocular lens (iol) was implanted then removed within the same procedure from the patient's right eye. Haptic piece was broken off lens. A larger incision was made, and no sutures were placed. A new lens was implanted. No further information was provided.

Manufacturer narrative:
The complaint lens was received and visually evaluated. The returned sample was inspected at 10x magnification. Results revealed surface residuals adhered to the optic body which is compatible with handling of the lens outside of a sterile environment. Also observed were scratches, broken edge and one loop was detached from the optic. Although the returned lens did not meet the visual inspection specifications, the condition of the returned lens is consistent with a lens that has been removed from the eye and does not suggest a manufacturing related issue. As the lens was handled, the damage may be a consequence of use error during loading or insertion (operational context). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing records from generation to boxing were in compliance with manufacturing instructions specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was produced. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.